Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they allege insulin pump was under delivering. The customer¿s blood glucose level was 20 mmol/l, 22 mmol/l. Customer stated they experienced high blood glucose level. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The reservoir will not be returned for analysis.